Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal distension ("excessive abdominal bloating"), migraine ("frequent migraine headaches"), fatigue ("fatigue") and mood altered ("mood changes"). The patient was treated with surgery (hysterectomy to remove her essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, dyspareunia, alopecia, abdominal distension, migraine, fatigue and mood altered had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, migraine, mood altered, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.